Event description:
Livanova deutschland received a report that a s5 erc tubing clamp displayed a message that the auto clamp is out of order. It appeared after rebooting, but after a while it disappeared when rebooted. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Other #: catalogue number, serial number, UDI are pending. They will be provided in follow up report if available livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in (B)(6) . Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: model and serial number of the involved s5 erc tubing clamp / 620mm have been added to section d of this report. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The technician could not reproduce the reported issue. The investigated clamps did not show a malfunction while running in a long-term test. Open / close cycles have been performed without detecting deviations, the clamps worked as expected and within specifications. Device was opened and cleaned. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2019. Based on all the above facts, it is reasonable to exclude a hardware failure and it cannot be ruled out that a temporary loose connection between the clamp control board and the rotor may have led to the reported error which was fixed during service cleaning activities.

Event description:
See initial report.